Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient came to the emergency room in cardiac arrest. The patient was taken to cath lab for heart catheterization and impella cp placement. In intensive care unit, platelets were dropping, and the team was discussing stopping heparin. It was further reported that the family decided to withdraw care as the patient had anoxic brain injury. The patient expired